Manufacturer narrative:
At the time of this report, mentor has received no information regarding an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unknown mentor gel implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with unknown mentor gel implants. In (B)(6) 2018 bilateral rupture was diagnosed though mammography. At the time of this report, mentor has received no information regarding an expected explantation date, however, future replacement with gel implants is indicated. (See 1645337-2018-03531 for contralateral prosthesis report).